Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 8,169 joules of use and 2:02 minutes, the "fiber tip came off." Physician was able to remove the tip from the patient without any problems. The fiber was exchanged and @ 1:34 minutes, the second fiber started flashing rapidly. The procedure was completed using a third fiber. Patient outcome: "ok" reported. This report is for the second fiber used.